Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 01-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. A61943) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("severe headaches "), arthralgia ("joint pain"), myalgia ("muscle pain"), genital haemorrhage ("bleeding "), deafness ("deafness"), libido decreased ("declining libido"), amnesia ("memory loss"), fatigue ("significant fatigue"), disturbance in attention ("problem of concentration") and balance disorder ("loss of balance") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, abdominal pain, headache, arthralgia, myalgia, genital haemorrhage, deafness, libido decreased, amnesia, fatigue, weight increased, disturbance in attention and balance disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, balance disorder, deafness, disturbance in attention, fatigue, genital haemorrhage, headache, libido decreased, myalgia, pelvic pain and weight increased with essure. The reporter commented: period of occurrence: in (B)(6) 2014, then it got worse. Current state of the patient: permanently tired, chronic muscle, joint and abdominal pain, hearing aid, anti-pain treatment, problem of concentration and loss of balance. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-feb-2022. The most recent information was received on 16-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. A61943) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("severe headaches "), arthralgia ("joint pain"), myalgia ("muscle pain"), genital haemorrhage ("bleeding "), deafness ("deafness"), libido decreased ("declining libido"), amnesia ("memory loss"), fatigue ("significant fatigue"), disturbance in attention ("problem of concentration") and balance disorder ("loss of balance") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, abdominal pain, headache, arthralgia, myalgia, genital haemorrhage, deafness, libido decreased, amnesia, fatigue, weight increased, disturbance in attention and balance disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, balance disorder, deafness, disturbance in attention, fatigue, genital haemorrhage, headache, libido decreased, myalgia, pelvic pain and weight increased with essure. The reporter commented: period of occurrence: in 2014, then it got worse. Current state of the patient: permanently tired, chronic muscle, joint and abdominal pain, hearing aid, anti-pain treatment, problem of concentration and loss of balance. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87 kgs. Lot number:a61943. Manufacture date: 2012-10. Expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.